Event description:
This distributor became aware on 10/29/96 of an incident that occurred during a renal angioplasty procedure. Resistance was encountered advancing a balloon catheter over the wire. Continued manipulation resulted in the guide wire perforating a branch of the renal artery. A hematoma in the peri-renal space resulted. The pt required two units of blood and was hospitalized for two days. The pt's condition is good. User technique and/or pt anatomy may have been contributing factors in this event. However, co cannot determine the exact cause for this event.